Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant adjust belt messaging) was confirmed. As received, the monitor failed incoming testing, as there was no driven ground signal. Upon evaluation, the k1, k3, and k700 relays were not operating properly. The cause of the code adjust belt messages and incoming test failure is the lack of driven groun signal. The cause of the lack of driven ground signal is the defective relays. . The root cause of the defective relays cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was constantly producing 'adjust belt' messages.